Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown.

Event description:
(Report 3 of 4). It was reported during surgery when the surgeon was implanting the 48mm screw, as the surgeon was tightening the screw down the driver tip broke off. The driver tips broken metal pieces were picked out of the screw. Ultimately the surgeon decided to abort using a needle driver to remove the screw because it would not advance or reverse from its position. The surgeon replaced the 48mm screw with a 46mm screw. The surgeon was attempting to implant the next screw, but as he tightened the 42mm screw the driver tip broke again. The debris was removed, and the surgeon was able to get the screw in position. The surgery was completed after a 7-minute delay. There were no adverse patient consequences reported. There are 4 related report numbers for this event 3025141-2024-00556 through 3025141-2024-00559.